Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site evaluation: evaluation determines product conforms to OEM specification.

Event description:
Country of comaplint: (B)(6). Client complained: the cartridge detached from the instrument and got stuck in the pt. Surgeon was able to remove cartridge from pt.